Event description:
Ref 4530-0000 tibial tray impactor would not thread/unthread, so the jaws would not open and tibial tray could not be grabbed by instrument. Surgeon could not use the instrument and manually impacted the tray. It appears like the threads may have been cross threaded. No further information will be made available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not sold in the u.s., but a similar device is commercially available in the u.s.